Manufacturer narrative:
Sanofi company comment dated 11-aug-2020: this case concerns a patient who had treatment with synvisc and could not walk due to which patient used wheelchair and had knee swelling for which patient required treatment with steroids. Based on available information, plausible causal role of the device cannot be denied, however, more information regarding patient's relevant medical history, past drugs, concomitant medications and other risk factors is required for further case assessment.

Event description:
Couldn't walk [unable to walk] left knee looked like it had 'balloons' around it/swelling [swelling of l knee] case narrative: the case was linked to (B)(4). (Multiple devices for same patient). Initial information received from united states on 07-aug-2020 regarding an unsolicited valid serious case received from patient. This case involves 82 years old female patient who couldn't walk and left knee looked like it had 'balloons' around it/swelling, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was reported that patient did not had any problems with previous shots in knees. Patient was trying to put off knee surgery. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 60 mg, once a week via unknown route (lot - 8rsp029a, expiration date: 31-oct-2021) for knee problems/osteoarthritis in left knee. On (B)(6) 2020, patient had the second injection. On (b)9(-2020, patient had third dose which was the 'killer'. On an unknown date in jul-2020, after latency of few weeks, patient could not walk (event assessed as serious due to disability) and had to use a wheelchair, patient's grandson took her to the doctor and she was put on unspecified steroids as her knee looked like they had 'balloons' around them (event assessed as serious as intervention required). The patient was laid up for almost a week and it cleared up days later and was still using walker as she did not want to take any chances. Action taken: not applicable for both events corrective treatment: wheelchair for couldn't walk and steroids for left knee looked like it had 'balloons' around it/swelling outcome: unknown for couldn't walk and recovered for left knee looked like it had 'balloons' around it/swelling a product technical complaint was initiated on 10-aug-2020 for synvisc (batch number: 8rsp029a) and global ptc number 100059105. The production and quality control documentation for lot # 8rsp029a expiration date (2021-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsp029a no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 19aug2020 there were 10 complaints on file for lot# 8rsp029 and all related sub-lots. 4 complaints are on file for lot# 8rsp029: (1) syringe broken prior, (1) leakage and (2) adverse event reports. 6 complaints are on file for lot # 8rsp029a: (1) leakage (1) plunger defect and (4) adverse event reports. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 to determine if a CAPA was required. Final investigation was completed on 20-aug-2020. Follow up was received on 10-aug-2020 from healthcare professional. Global ptc number was added. Text amended accordingly. Additional information was received on 20-aug-2020 from other health professional. Global ptc number was updated. Ptc results received and processed.

Manufacturer narrative:
Sanofi company comment dated 14-sep-2020. Follow up information does not alter the present case assessment. This case concerns a patient who had treatment with synvisc and could not walk due to which patient used wheelchair and had knee swelling for which patient required treatment with steroids. Based on available information, plausible causal role of the device cannot be excluded, however, more information regarding patient's relevant medical history, past drugs, concomitant medications and other risk factors is required for further case assessment.

Event description:
Couldn't walk/ difficulty walking [unable to walk]; left knee looked like it had 'balloons' around it/swelling [swelling of l knee] ; red skin [skin red]; painful to get up and down from chair [pain upon movement]; could not bend knees sufficiently/ cannot bend knees properly [joint range of motion decreased]; calves and thighs were sore and swollen/ calf and back of knees sore [leg pain]; calves and thighs were sore and swollen [swelling of legs]; knees were hot/ warm to touch [joint warmth]; very painful injections [injection site joint pain]; joint stiffness/ kneecaps are too stiff [stiff knees]; hip pain [pain in hip]; no difference prior to injections vs after injection [device ineffective]. Case narrative: the case was linked to (B)(6) (multiple devices for same patient). Initial information received from united states on 07-aug-2020 regarding an unsolicited valid serious case received from patient. This case involves a 82 years old female patient who reported that she couldn't walk/ difficulty walking, left knee looked like it had 'balloons' around it/swelling, very painful injections, knees were hot/ warm to touch, joint stiffness/ kneecaps are too stiff, red skin, calves and thighs were sore and swollen/ calf and back of knees sore, calves and thighs were sore and swollen, painful to get up and down from chair, could not bend knees sufficiently/ cannot bend knees properly, hip pain and no difference prior to injections vs after injection with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was reported that patient did not had any problems with previous shots in knees. Patient was trying to put off knee surgery. Concomitant medications included levothyroxine sodium (synthroid) for thyroid disorder; estradiol for hormone level abnormal; metoprolol for palpitations; timolol; bimatoprost (lumigan); and brimonidine tartrate (alphagan). On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 16 mg, once a week via unknown route (lot - 8rsp029a, expiration date: 31-oct-2021) for knee problems/osteoarthritis in left knee. On (B)(6) 2020, patient had the second injection. On (B)(6) 2020, patient had third dose which was the 'killer'. Patient reported that the injection was very painful (injection site joint pain; latency: 21 days). On the same day, after a latency of 21 days patient experienced having red skin (erythema), hot knee (joint warmth), swelling (joint swelling), joint stiffness and difficulty walking (gait inability; event assessed as serious due to disability and intervention required). Patient reported that she was unable to walk and was given medrol dosepak for the same. Patient did more icing and took advil for the adverse events. On (B)(6) 2020 after a latency of 22 days patient's legs looked like it had 2 balloons, her calves and thighs were sore and swollen (pain in extremity and peripheral swelling). On (B)(6) 2020 patient could not walk and had to use a wheelchair, patient's grandson took her to the doctor who could not give the patient a cortisone shot because of all the swelling and the patient was put on 6 day steroid 4 mg pack to bring down the swelling (event assessed as serious as intervention required). Patient kept icing and taking advil. On an unknown date in (B)(6) 2020, after latency of few days, patient could get up and down from chair (pain) as she could not bend knees sufficiently (joint range of motion decreased). Within a few days welling subsided sufficiently and patient was able to navigate using walker. On (B)(6) 2020 patient went for a follow up and her skin was not beigey in color, knees were still warm to touch, swelling went down and she was able to slow walk and drive herself to the doctor. As of (B)(6) 2020, patient still could not bend knees properly, her kneecaps were stiff, calf and back of knee were sore, was still using walker at home for stability and still taking advil. Patient reported that her quality of life had deteriorated because of all this and she had hip pain since unknown date (latency unknown; arthralgia). Patient also reported that there was no difference prior to injections vs after injection (device ineffective). Action taken: not applicable for all events. Corrective treatment: wheelchair and methylprednisolone (medrol dosepak) for couldn't walk/ difficulty walking and steroids for left knee looked like it had 'balloons' around it/swelling; not reported for no difference prior to injections vs after injection; advil and icing for the rest of the events outcome: recovering for couldn't walk and recovered for left knee looked like it had 'balloons' around it/swelling, red skin, peripheral swelling; unknown for very painful injections; not applicable for no difference prior to injections vs after injection; not recovered for rest of the events a product technical complaint was initiated on 10-aug-2020 for synvisc (batch number: 8rsp029a) and global ptc number (B)(4). The production and quality control documentation for lot # 8rsp029a expiration date (2021-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsp029a no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 19aug2020 there were 10 complaints on file for lot# 8rsp029 and all related sub-lots. 4 complaints are on file for lot# 8rsp029: (1) syringe broken prior, (1) leakage and (2) adverse event reports. 6 complaints are on file for lot # 8rsp029a: (1) leakage (1) plunger defect and (4) adverse event reports. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 to determine if a CAPA was required. Final investigation was completed on 20-aug-2020. Follow up was received on 10-aug-2020 from healthcare professional. Global ptc number was added. Text amended accordingly. Additional information was received on 20-aug-2020 from other health professional. Global ptc number was updated. Ptc results received and processed. Additional information received on 14-sep-2020 from patient. Events of very painful injections, knees were hot/ warm to touch, joint stiffness/ kneecaps are too stiff, red skin, calves and thighs were sore and swollen/ calf and back of knees sore, calves and thighs were sore and swollen, painful to get up and down from chair, could not bend knees sufficiently/ cannot bend knees properly and hip pain added. Concomitant medications added. Suspect dose was updated. Clinical course updated. Text amended accordingly. Additional information received on 30-oct-2020 from the patient. Seriousness and corrective of couldn't walk/ difficulty walking was updated. Event of no difference prior to injections vs after injection was added. Clinical course updated and text amended accordingly.

Event description:
Couldn't walk/ difficulty walking [unable to walk] , left knee looked like it had 'balloons' around it/swelling [swelling of l knee], red skin [skin red], painful to get up and down from chair [pain upon movement], could not bend knees sufficiently/ cannot bend knees properly [joint range of motion decreased], calves and thighs were sore and swollen/ calf and back of knees sore [leg pain], calves and thighs were sore and swollen [swelling of legs], knees were hot/ warm to touch [joint warmth], very painful injections [injection site joint pain], joint stiffness/ kneecaps are too stiff [stiff knees], hip pain [pain in hip]. Case narrative: the case was linked to (B)(6) (multiple devices for same patient). Initial information received from united states on 07-aug-2020 regarding an unsolicited valid serious case received from patient. This case involves a 82 years old female patient who reported that she couldn't walk/ difficulty walking, left knee looked like it had 'balloons' around it/swelling, very painful injections, knees were hot/ warm to touch, joint stiffness/ kneecaps are too stiff, red skin, calves and thighs were sore and swollen/ calf and back of knees sore, calves and thighs were sore and swollen, painful to get up and down from chair, could not bend knees sufficiently/ cannot bend knees properly and hip pain, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was reported that patient did not had any problems with previous shots in knees. Patient was trying to put off knee surgery. Concomitant medications included levothyroxine sodium (synthroid) for thyroid disorder; estradiol for hormone level abnormal; metoprolol for palpitations; timolol; bimatoprost (lumigan); and brimonidine tartrate (alphagan). On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 16 mg, once a week via unknown route (lot - 8rsp029a, expiration date: 31-oct-2021) for knee problems/osteoarthritis in left knee. On (B)(6) 2020, patient had the second injection. On (B)(6) 2020, patient had third dose which was the 'killer'. Patient reported that the injection was very painful (injection site joint pain; latency: 21 days). On the same day, after a latency of 21 days patient experienced having red skin (erythema), hot knee (joint warmth), swelling (joint swelling), joint stiffness and difficulty walking (gait inability; event assessed as serious due to disability). Patient did more icing and took advil for the adverse events. On (B)(6) 2020 after a latency of 22 days patient's legs looked like it had 2 balloons, her calves and thighs were sore and swollen (pain in extremity and peripheral swelling). On (B)(6) 2020 patient could not walk and had to use a wheelchair, patient's grandson took her to the doctor who could not give the patient a cortisone shot because of all the swelling and the patient was put on 6 day steroid 4 mg pack to bring down the swelling (event assessed as serious as intervention required). Patient kept icing and taking advil. On an unknown date in (B)(6) 2020, after latency of few days, patient could get up and down from chair (pain) as she could not bend knees sufficiently (joint range of motion decreased). Within a few days welling subsided sufficiently and patient was able to navigate using walker. On (B)(6) 2020 patient went for a follow up and her skin was not beigey in color, knees were still warm to touch, swelling went down and she was able to slow walk and drive herself to the doctor. As of (B)(6) 2020, patient still could not bend knees properly, her kneecaps were stiff, calf and back of knee were sore, was still using walker at home for stability and still taking advil. Patient reported that her quality of life had deteriorated because of all this and she had hip pain since unknown date (latency unknown; arthralgia). Action taken: not applicable for both events. Corrective treatment: wheelchair for couldn't walk and steroids for left knee looked like it had 'balloons' around it/swelling; advil and icing for the rest of the events outcome: recovering for couldn't walk and recovered for left knee looked like it had 'balloons' around it/swelling, red skin, peripheral swelling; unknown for very painful injections; not recovered for rest of the events a product technical complaint was initiated on (B)(6) 2020 for synvisc (batch number: 8rsp029a) and global ptc number (B)(4). The production and quality control documentation for lot # 8rsp029a expiration date (2021-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsp029a no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2020 there were (B)(4) complaints on file for lot# 8rsp029 and all related sub-lots. (B)(4) complaints are on file for lot# 8rsp029: (1) syringe broken prior, (1) leakage and (2) adverse event reports. (B)(4) complaints are on file for lot # 8rsp029a: (1) leakage (1) plunger defect and (4) adverse event reports. Sanofi would continue to monitor complaints as stated in sop (B)(4) to determine if a CAPA was required. Final investigation was completed on (B)(6) 2020. Follow up was received on 10-aug-2020 from healthcare professional. Global ptc number was added. Text amended accordingly. Additional information was received on 20-aug-2020 from other health professional. Global ptc number was updated. Ptc results received and processed. Additional information received on 14-sep-2020 from patient. Events of very painful injections, knees were hot/ warm to touch, joint stiffness/ kneecaps are too stiff, red skin, calves and thighs were sore and swollen/ calf and back of knees sore, calves and thighs were sore and swollen, painful to get up and down from chair, could not bend knees sufficiently/ cannot bend knees properly and hip pain added. Concomitant medications added. Suspect dose was updated. Clinical course updated. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 14-sep-2020. Follow up information does not alter the present case assessment. This case concerns a patient who had treatment with synvisc and could not walk due to which patient used wheelchair and had knee swelling for which patient required treatment with steroids. Based on available information, plausible causal role of the device cannot be excluded, however, more information regarding patient's relevant medical history, past drugs, concomitant medications and other risk factors is required for further case assessment.

Manufacturer narrative:
Sanofi company comment dated 11-aug-2020: this case concerns a patient who had treatment with synvisc and could not walk due to which patient used wheelchair and had knee swelling for which patient required treatment with steroids. Based on available information, plausible causal role of the device cannot be denied, however, more information regarding patient's relevant medical history, past drugs, concomitant medications and other risk factors is required for further case assessment.

Event description:
Couldn't walk [unable to walk]. Left knee looked like it had 'balloons' around it/swelling [swelling of l knee]. Case narrative: the case was linked to (B)(4) (multiple devices for same patient). Initial information received from united states on 07-aug-2020 regarding an unsolicited valid serious case received from patient. This case involves (B)(6) female patient who couldn't walk and left knee looked like it had 'balloons' around it/swelling, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was reported that patient did not had any problems with previous shots in knees. Patient was trying to put off knee surgery. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 60 mg, once a week via unknown route (lot - 8rsp029a, expiration date: 31-oct-2021) for knee problems/osteoarthritis in left knee. On 30-jun-2020, patient had the second injection. On (B)(6) 2020, patient had third dose which was the 'killer'. On an unknown date in (B)(6) 2020, after latency of few weeks, patient could not walk (event assessed as serious due to disability) and had to use a wheelchair, patient's grandson took her to the doctor and she was put on unspecified steroids as her knee looked like they had 'balloons' around them (event assessed as serious as intervention required). The patient was laid up for almost a week and it cleared up days later and was still using walker as she did not want to take any chances. Action taken: not applicable for both events corrective treatment: wheelchair for couldn't walk and steroids for left knee looked like it had 'balloons' around it/swelling outcome: unknown for couldn't walk and recovered for left knee looked like it had 'balloons' around it/swelling a product technical complaint was initiated and results were pending for the same.